Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test due to resistor r45 being open on the c/a board. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduct the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The patient received a replacement monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.